Event description:
It was reported that the surgeon inserted a aq2010v three piece silicone lens and the trailing haptic tore off during insertion. The lens was removed and the back up lens was implanted without any patient injury. The reporter indicated that the incident was due to a loading error.

Manufacturer narrative:
Evaluation: results - visual inspection of the returned product showed that half the lens was torn off and missing and a piece of the optic was missing from the part returned. There was a clear surgical residue on the lens.